Event description:
Per the physician, more then one of the patient's fixtures failed to osseointegrate, so that the prosthesis cannot be used. The physician indicated that the patient has thin, irradiated bone which may contribute to the failure of the device to osseointegrate.